Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary bypass surgery, while handling the needle, the needle and threads easily disengaged. It was reported that nothing fell into the patient's cavity. The procedure was completed with another device. There was no patient injury.